Event description:
The device was returned to the service center for a report from the customer contact that the distal pressure was out of tolerance and the device mechanism could not be calibrated. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device did not pass the unrestricted flow test and it was found that the regulator closer was not seated properly.

Manufacturer narrative:
During testing, it was noted that the device did not pass the unrestricted flow test and it was found that was found that the regulator closer was not seated properly. When the device door is closed, the regulator opener opens the cassette flow regulator closer closes the cassette flow regulator. The probable cause for the regulator closer to be not seated properly is that during the installation of fluid shield, if the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. As the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed resulting in free flow when the device door is opened. This report represents all the information known by the reporter upon query by hospira personnel.